Manufacturer narrative:
Evaluation summary: the er320 instrument was returned with the top shroud cracked but otherwise in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested.

Event description:
It was reported that the device did not fire. The customer did not know if the device did/would not fire on the initial firing or other. The customer used another like device to complete the case. The device will be returned for analysis.